Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Event description:
A hospital in (B)(6) reported a broken screw. During an interbody fusion procedure the patient was fixed at l1-l2 and l2-l3 using a cage. Postoperative results were good, patient went from an inability to walk to the ability to walk. During a periodical follow-up one of the l1 screws was noted as broken but not loose. The other screws were noted as loose. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.